Event description:
The surgeon reported that upon completing nucleus removal, there was a visible bubble behind the remaining quadrant. Upon engaging the final quadrant with the phaco handpiece the bubble disappeared, followed by an opening in the posterior capsule and subsequent drop in the remaining nuclear fragment. The pt was referred to a retinal specialist. Additional information was provided by the surgeon, who reported that on the date of this procedure the oct performance was variable, but he was able to make out all of the structures. The laser case was normal and the operating room case proceeded normally including capsulotomy and hydrodissection up to the end of the phaco process. Prior to removing the last piece of the nucleus, the surgeon reported losing the last piece into the vitreous.

Manufacturer narrative:
Although the oct image was reported to be intermittently grainy, this is not related to the adverse event, as the surgeon was able to visualize the all of the ocular structures. A company service representative was dispatched to address the oct image issue and found the device was within specifications. The cause of the posterior capsule tear is unk, however capsular tears are an inherent risk of cataract surgery. (B)(4).